Manufacturer narrative:
It was reported that the support arm of the ventilator was damaged. The broken support arm was scrapped by the customer. Received pictures show that the support arm is broken at an intermediate joint. As no part was returned for investigation, the root cause of the broken support arm has not been conclusively determined, but most likely has it been exposed to a mechanical force greater than it is designed to sustain.

Event description:
Manufacturer ref.#:(B)(4).

Event description:
It was reported that the support arm of the ventilator was damaged. There was no patient harm. Manufacturer ref.#:(B)(4).